Event description:
It was reported that during procedure, the health professional is about to use fastfix 360, he first passed the cannula and then the suture, but he cannot accommodate it in the meniscus, so he decided to remove it. Then, again he tried to put the suture, but in this opportunity we realize that first point is outside the suture handle and this had not been activated manually. No patient injury was reported, back up device was available. It is unknown if there was a procedure delay. Additional information was received and was confirmed that only one fast fix failed and a simultaneous deployment occurred.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed the delivery needle is bent on two planes. T1 is free from the needle but remains attached to the suture. T2 is in its customary pre-deployment position on the delive4ry needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended.